Event description:
It seemed a quality issue. The catheter was showing a poor image. The physician used it to complete the case. This was to report the issue. Image quality extremely poor. Was not replaced during procedure manufacturer response for soundstar eco ultrasound catheter, biosense webster (per site reporter): we have had numerous events with this device. Changes were made and events seem to be decreasing. Will monitor and keep reporting.